Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless ipg implant procedure a first incision was made in the right upper thigh and the femoral artery was punctured. Compression of the femoral artery was performed and leadless ipg was implanted via the right femoral vein. Approximately, seven days later, the patient presented with generalized right leg edema, inflammation of lower right limb due to an arteriovenous fistula and a pseudoaneurysm. The patient was treated with anticoagulant medication, and stent was implanted. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right femoral stent was implanted to close arteriovenous fistula.